Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the three month post implant follow up interrogation, loss of capture (loc) was observed on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring data. Upon review it was found that the last successful remote interrogation was from two months earlier and showed noise and loc for the ra lead. The possibility of exit block and a micro dislodgement were discussed. At this time the clinic has opted to continue to monitor the lead and no changes were made. The ra lead remains in service and no adverse patient effects were reported.